Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#: 1627487-2014-25112 and 1627487-2014-25113. It was reported the pt is not receiving stimulation due to auto-reducing. Reprogramming did not provide resolution. The pt will undergo surgical intervention to address the issue.